Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. Device not returned.

Event description:
It was reported that the stent which was implanted in the 100 % occluded and severely calcified right sfa on (B)(6) 2011 without difficulty, was found to be fractured and re-stenosed on (B)(6) 2012. There was no reported patient injury; however, there was an indication of an amputation of the 4th digit of the foot. No treatment was performed, the patient is being monitored with no interventions since.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. X-ray images of the 12 and 24 months follow-up examination were provided. No images of the day of implantation were provided. The images received show the stent implanted in the right sfa. No alteration of the characteristics of the implanted stent could be identified on the images but the stent was found to be twisted in the upper segment. The alleged stent fracture and in-stent restenosis could not be confirmed. Potential factors that could have contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may cause or contribute to a subsequent stent fracture. In this case, the implanted stent was found to be twisted. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. On the basis of the information available and the images, a definite root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct deployment of the stent. Also the IFU indicates that stent fracture is a potential adverse event that may occur. Furthermore, the IFU states: "pre-dilation of the lesion should be performed using standard techniques" and "post stent expansion with a pta catheter is recommended."

Event description:
Received additional information that there was no amputation of a digit of the foot. However, an alleged stent fracture and an in-stent restenosis was reported. As reported, there was no additional intervention performed.